Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+2.0/109 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2017 and again on (B)(6) 2018 but the problem was not resolved. The lens was exchanged for a different model and diopter lens. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).